Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 65 mg/dl. Customer stated that there is something wrong with the software that the combination of the buttons he pressed with the threshold suspend caused the pump's software to fail. Customer declined to continue troubleshooting for the blank display and refused the replacement battery cap. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.